Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unk cup. 00223200201 greater trochanteric reattachment device long 121.4 mm x 22.1 mm with 2 distal cables (1.8 mm dia.) 58407400; 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63906800; 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 61555000; 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63109100; 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63109100; 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63109100. Reported event was confirmed by review of provided op notes. Review of the op notes indicated the patient had presented a reduced luxation with implant debris, decoupling of the polyethylene and severe wear of the cup with metal-on-metal. During procedure metallosis, plastic debris as well as the central depression of the cup noted along with sever osteolysis of the femur. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02896; 0001822565-2018-02897.

Event description:
It was reported that the patient was revised approximately nine years post-implantation due to loosening of the prosthesis with severe metallosis and implant debris. Mal-union of the trochanter was also noted.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00672808900, acetabular liner elevated rim 28 mm, 57333100. The 00784301608, revision femoral stem, 63022700. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017- 08505.

Event description:
It was reported that the patient was revised approximately nine years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.